Event description:
Customer reported unexpected negative reactions for patient samples tested on echo using capture-r ready ID (crrid). A sample that contained anti-d tested negative on the echo.

Manufacturer narrative:
The customer does not have remote support; the relevant echo results files were not collected. The customer did not return samples for investigation testing. It is not possible to rule out the sample as a cause of the event.